Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was seeing a recharger not found message. The following troubleshooting steps were performed: reset the handset, reset the recharger. The patient was successful to connect and turn the audio off for recharging. They reported their ins was at 60 percent with an excellent connection, but it did not increment to 70 percent, and at that point, the patient said it took a long time to charge it, but did not clarify further. The troubleshooting steps that were taken on the call resolved the issue. There were no patient symptoms nor further complications reported at this time.